Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. A good faith effort (gfe) response confirmed no audio came from the device. The gfe response also indicated the foil that sits above the speaker was punctured and it had to be replaced. A philips authorized service provider (asp) was dispatched onsite to further investigate. The asp replaced the speaker assembly, and the screw cover + speaker faoil assy to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was confirmed to be the speaker assembly and the cover+speaker foil kit. The reported problem was confirmed. The investigation concludes that no further action is required at this time. No further investigation or action is warranted.

Event description:
It was reported there was a speaker error. It was confirmed no audio came from the device. The device was in use on a patient at the time of the event, there was no adverse event reported.